Manufacturer narrative:
The received device had the cannula assembly fully deployed. An 0x18 alarm was generated, indicating the device had reached an empty reservoir.. The cannula measured the correct full length according to specification and did not appear damaged. A root cause for the reported dislodged cannula could not be determined. A leak test found no signs of leakage in the fluid path. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Upon inspection, it was noticed that the pod was leaking and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.